Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: dmf#: (B)(4), trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements.

Event description:
It was reported that the patient's right knee was revised due to loosening of both his primary femoral and tibial components at the cement to implant interface. Depuy cement was used. During the revision procedure, the patient's primary attune components were removed and replaced by attune revision components. There was no cement remaining on the explanted components. The tibial tray and femoral component were loosened and debonded at the cement to implant interface. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the patient's right knee was revised due to loosening of both his primary femoral and tibial components at the cement to implant interface. Depuy cement was used. During the revision procedure, the patient's primary attune components were removed and replaced by attune revision components. There was no cement remaining on the explanted components, so surgeon seems to think that something may have happened during the mixing of the cement that led to the cement not adhering to the cemented components. The product was not returned to j&j medtech orthopaedics and testing could not be completed as the retained samples are no longer available for testing. A manufacturing record evaluation was performed for the finished device [545050501 / (B)(6)] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified. All qc and microbiology testing met release specification. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. The overall complaint was confirmed based on the visual examination of the involved implants. Smartset gmv 40g us eo would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 545050501, lot number:8287526, and there was 1 non-conformance associated with this lot; however, this is not related to the failure mode of the complaint. Device history review: a manufacturing record evaluation was performed for the finished device [545050501 / 8287526] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified.